Event description:
Customer's husband reported that the customer was recently hospitalized due to a non-diabetes related surgery on her leg. Caller reported that the insulin pump's piston would not retract and a battery out limit was returned. Blood glucose level was 403 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.